Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, the customer was visiting in the united states and she has been having issues with the insulin pump. The customer stated the device had a blank display. Customer stated they had issues prior to coming into the state; the device had alarmed external flash crc error. Troubleshooting was performed and customer was advised to discontinue use of the device for the device. Customer declined returning the device for analysis and states her mother will be bringing her a device.